Event description:
My dog ingested a small amount of the contents of an ice pack made by the first years, inc. Eight hours later, he became sick and then died 2 days later from kidney failure. The ice pack is labeled non-toxic. My concern is that the pack is labeled non-toxic yet contained ethylene glycol. Dates of use: 1998 - 2009. Diagnosis or reason for use: cold pack.